Manufacturer narrative:
Concomitant products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
A manufacturing representative (rep) reported that patient had been throwing up ever since their surgery the day prior to the report. The healthcare provider (hcp) did not think the device was turned off prior to the surgery. The patient had a j-tube implanted at some point and had a fistula develop and they had the surgery to fix the fistula. No further complications are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.